Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: foreign material. The surgeon reported a blue fiber particulate floating in the anterior chamber of the operative eye. The surgeon stated that the fiber was removed during the initial procedure and the pt was not adversely impacted by the event. Add'l f/u info has been requested.